Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece stopped working during use and overheated. There was no patient involvement.

Manufacturer narrative:
Analysis found that the handpiece was stalling due to motor failure. It was not possible to perform a pre-repair temperature test due to the defective motor, therefore the reported complaint of overheating could not be verified. The internal parts are heavily polluted with foreign debris. All bearings and seals have to be replaced. The handpiece has been completely disassembled, inspected and thoroughly cleaned. All parts as mentioned and some additional parts have been replaced. The handpiece has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.